Event description:
A distributor reported that a patient fell on their leg and allegedly broke their precice nail.

Manufacturer narrative:
The nail was removed and the patient was implanted with a new precice nail, without incident. To date, the patient is doing well and no negative outcomes have been reported. The device has yet to be returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.